Manufacturer narrative:
This event was reported by the distributor. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a procedure performed on (B)(6) 2021. It was reported that the internal lining of the sheath was peeling. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a procedure performed on october 5, 2021. It was reported that the internal lining of the sheath was peeling. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Section e: this event was reported by the distributor. The health care facility name is: serv social da ind do papel papelao e cort do est de sp block h6: medical device problem code a040506 captures the reportable event of sheath peeled. Block h10: investigation result the returned navigator device was analyzed, and a visual evaluation noted that the returned sheath and dilator were in good shape. Functional evaluation was performed by moistening both sheath and dilator surfaces with water. However, the sheath did not became slippery. Additionally, some stiffness was felt in some areas of the distal end of the sheath. Microscopic examination was performed by observing the device before moistened with water and after moistened with water, and it was found some void in the coating of the sheath. The inner liner was also present on the device and was in a good shape. Dimensional analysis was performed on the sheath uncoated section and the length of the coating. The uncoated section was found to be within specification and the length of the coating was found to be out of specification. No other problems with the device were noted. Based on the condition of the returned device, the reported event of internal peeling was not confirmed. Investigation found that the inner liner was in a good condition and no problems were noted. The returned device review showed no evidence of either the alleged or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint cannot be detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.